Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and contamination issues of the pulse generator. Additional information received indicates that the contamination issue was due to pocket erosion. There were no additional adverse patient effects reported. The rv lead was explanted.